Manufacturer narrative:
Updated section h6 method from device not returned to discarded based on follow-up information received from the initial reporter stating that the sample was discarded.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer states that after a staff administered insulin to patient's abdomen and while locking the safety needle, the needle caught and punctured the staff's glove and nicked the skin of the staff's knuckle. The initial reporter was unable to provide any further details.